Event description:
It was reported that the patient had an allergic reaction and the pump was removed. The patient had symptoms of "redness" and "heat sensation on entire abdomen" on (B)(6) 2013 and reported to (B)(6) hospital e.d. The patient was transported to (B)(6) center on (B)(6) 2013 for neurosurgery consult and was discharged one or two days later. The redness had subsided and was doing better. On (B)(6) 2013, the pump pocket incision was swollen and bubbly but "could not visualize" the pump/device through the incision. A pocket site erosion was reported. The patient had the pump explanted on (B)(6) 2013. The pump was infusing baclofen and prialt.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unknown. (B)(4).